Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. Device uploaded properly using care link. Device communicated properly with the guardian link and the test plug. No device or sensor communication anomaly, calibrations anomaly or unexpected sensor alerts or alarms noted. Device was programmed and monitored for seven days. No blank display, post-reset ram crc alarm or power loss alarm noted during testing. However, device had intermittent button response due to moisture damage on the electronic assembly. The motor had moisture damage. No damage was noted on the keypad traces.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that the customer had experienced high blood glucose. Customer¿s blood glucose level was 439 mg/dl. The customer's current blood glucose is 400 mg/dl. The customer also reported that the insulin pump had a blank display. Customer states that the display was not blank less than 30 seconds and/or did not return and the display returned after insulin pump restart. After troubleshooting, insulin pump went blank again. Based on customer report customer does not allege pump was under delivering. The insulin pump will be returned for analysis.